Manufacturer narrative:
Title: radiofrequency ablation versus stereotactic body radiation therapy for small (= 3 cm) hepatocellular carcinoma: a retrospective comparison analysis, source: 2021, journal of gastroenterology and hepatology foundation and john wiley & sons australia, ltd. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study of radiofrequency ablation versus stereotactic body radiation therapy for small (= 3 cm) hepatocellular carcinoma: a retrospective comparison analysis, between january 2013 and december 2013, rfa procedures were performed percutaneously under ultrasound guidance using a 200-w cool tip generator set. There were 266 patients in the study and one patient had grade 4 intra-abdominal hemorrhage and one patient with a grade 2 diaphragmatic injury.